Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/3/2020. H.6. Investigation: one open safety pen needle sample was returned from lot. No. 0049355, cat. No. 329505. Visual examination was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the nurse sustained a dirty needle stick from the back end of the exposed bd autoshield¿ duo pen needle. Blood tests were carried out as a result. The following information was provided by the initial reporter: "needle stick injury - safety needles retracted past safety base. The patient gave the injection using the bd autoshield duo (asd). The patient handed the pen device and to the nurse. When the nurse looking after the patient unscrewed the asd off the pen device, the back end of the pen needle was still exposed. The back end gave the nurse a needle stick injury. Blood tests have been carried out.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the nurse sustained a dirty needle stick from the back end of the exposed bd autoshield¿ duo pen needle. Blood tests were carried out as a result. The following information was provided by the initial reporter: "needle stick injury - safety needles retracted past safety base. The patient gave the injection using the bd autoshield duo (asd). The patient handed the pen device and to the nurse. When the nurse looking after the patient unscrewed the asd off the pen device, the back end of the pen needle was still exposed. The back end gave the nurse a needle stick injury. Blood tests have been carried out."